Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was stuck in the injector while advancing. The lens was not implanted and there was no patient contact. An sfc-25 cartridge was used during surgery and the lot number was not provided by the facility.